Event description:
Device 1 of 2. Ref MFR report: 1627487-2011-09008. The pt received the scs system on (B)(6) 2008. It was reported that the pt was unable to increase stimulation and that the lead exhibited high impedance values on several contacts. Upon reprogramming, pt has coverage in required areas, and the issue has been resolved. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.